Event description:
I sought assistance from a facial plastic surgeon in addressing some tissue/skin atrophy resulting from an injury on the face. The doctor recommended the dermal filler 'volbella". It is believed the doctor significantly over corrected; however, the product caused a long one year (still a problem) issue with inflammation. Numerous repeat visits and attempted interventions, to include five (5) injections of hyaluronidase (which is widely noted a product that dissolves hyaluronic acid in dermal fillers) was ineffective. The fluid-filled mass resulting from the "volbella" was presumably much larger than the original amount of product used, and therefore seems to have been a negative side-effect. The final result is permanent, albeit non-life threatening, disfigurement to my face. Remnants of the product appear to still be present in my facial tissue causing persistent inflammation, to the extent I can express the product or the fluid it attracts out of the skin. The doctors I've seen seemingly have little knowledge about dealing with side-effects of this product. The maker of volbella, and the doctors say the filler should have dissolved on its own after 6 months to a year, but its been 18 months and still counting. This product has also migrated to various areas in my skin adjacent to where it was originally placed, and created fluid-filled pockets at multiple locations. In my opinion, there is something very contradictory in nature about this product. In my case it produced significant adverse results opposite of its intended purpose- which was to improve a skin condition as it is purported to do. I believe the product has scientific qualities (i.e. Vycross technology) that the makers and doctors do not fully understand. It is the most frustrating and intrusive medical issue I've ever experienced at age (B)(6). I have permanent disfigurement as a result, but still no one in cosmetic medical profession whom I've sought help from, have any plan of action on what occurred or how to address­ despite all of them selling and injecting the product as part of their practices. It is a dangerous product in my opinion and experience. I've spent thousands of dollars in doctors' visits and test to no avail. Please add my experience to potential other such concerns / complaints regarding "volbella". Reason for use: administered to cosmetically address skin atrophy from injury.